Event description:
Plaintiff reports bilateral implantation 1/30/79 with explant 11/22/83. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.